Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one frontal chest radiograph picture was provided for review. The investigation is confirmed for complete catheter fracture with embolism, as the medical image review confirmed a fracture in the catheter tubing above the left clavicle. There was a single piece of catheter tubing that is located over the main and right pulmonary arteries. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during monthly intravenous immunoglobulin (ivig) infusion therapy, the port allegedly was unable to aspirate. Therefore the line was flushed with normal saline with no resistance, but the patient allegedly complained of pain to the left side of the neck and swelling was noted to the area. It was further reported that upon completing a dye study and chest x-ray (cxr), a complete fracture of the catheter in the left lower neck near the area of entrance to the jugular vessel was allegedly identified having migrated to the right pulmonary artery, extending into the right middle lobe pulmonary artery. The patient underwent percutaneous angiography to retrieve the catheter fragment as well as the rest of the device, and was reportedly stable post removal procedure.

Manufacturer narrative:
A medical image was provided to the manufacturer for review. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. (Expiry date 10/2020).

Event description:
It was reported that during monthly intravenous immunoglobulin (ivig) infusion therapy, the port allegedly was unable to aspirate. Therefore the line was flushed with normal saline with no resistance, but the patient allegedly complained of pain to the left side of the neck and swelling was noted to the area. It was further reported that upon completing a dye study and chest x-ray (cxr), a complete fracture of the catheter in the left lower neck was allegedly identified having migrated to the right pulmonary artery, extending into the right middle lobe pulmonary artery. The patient will undergo either percutaneous angiography or cardiac surgery to retrieve the catheter fragment, but is currently stable.